Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This occurred sometime in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor underinfused. The reporter stated that after the device had been attached to the patient for 8 to 9 hours, there was solution remaining in the device. The device had been filled with 2000mg of desferrioxamine in sodium chloride solution to a total fill volume of 40ml. The patient did not miss a dose, but did not receive a complete dose as a result of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.